Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction - h6 health effect - clinical code should have been pocket erosion not erosion.

Event description:
New information received notes that the patient received antibiotic treatment in (B)(6) 2021.

Event description:
It was reported that the patient presented in hospital in (B)(6) 2021 with pain at their pocket site, it was noted that there was redness and a small amount of fluid exuding locally. Culture testing revealed there was no infection. On (B)(6) 2021, the patient presented to the hospital again with swelling, pain, fluid discharge and local ulceration. There was no allegation of infection. The pacemaker was explanted on (B)(6) 2021. The patient was stable.